Event description:
It was reported that the patient underwent an ipg replacement due to an unknown reason. The patient was doing well post operatively. The explanted device will not be return per hospital policy.